Manufacturer narrative:
(B)(4). Mechanical (g04) - drill. Visual examination of the returned product identified the tip of the cutting feature is cracked / damaged on both devices. Material is missing from the reamer identified with lot 65038122. Both devices show wear & tear that indicates repeated use. Device history record was reviewed and no discrepancies were found. The reported event is confirmed as the devices were returned. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product malfunctioned during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.